Event description:
The patient's father reported that the patient experienced withdrawal in 2006 and remains in the hospital recovering. The reporter states that the pump did not alarm. A CT scan was taken to check the catheter. The hcp plans to change refill date to an earlier date. A follow-up report will be sent if additional information becomes available to us.